Event description:
Per medical records review, two years post-implant of the 23mm sapien 3 ultra valve, the tavr valve showed severe gradients and the patient was having significant symptoms. A tee demonstrated evidence of patient prosthetic mismatch and calcification of the aortic leaflets. It was noted by the implanter that the bioprosthetic valve had significant calcification of the cusps, primarily on the ventricular surface of the cusps. The 23mm sapien 3 ultra valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Correction to h6; impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusion. Update to b3, b5 and b7. The 23mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implant-calcification and post-implant-increased gradients were confirmed based on the medical record received. A review of the DHR, lot history review, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years post tavr implant, the patient now presents with calcification and was treated with a valve explant. A tee demonstrated evidence of patient prosthetic mismatch and calcification of the aortic leaflets". An existing technical summary documents the root cause analysis on valve calcification over time in patients. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for valve-calcification and post implantation-calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction was found in any of the valves returned for these complaints. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2 and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement includes older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, the patient had a history of diabetes, which is a well-known risk factor for tissue calcification. Available information suggests patient factors (diabetes) may have contributed to the complaint event. For the event of post-implant- patient prosthesis mismatch there was insufficient information provided and a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years post tavr implant, the patient now presents with calcification and was treated with a valve in valve procedure. Follow up attempts are being made for additional information.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.